Manufacturer narrative:
Multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that the spo2 was flat line/no reading and no spo2 inop alarms were displayed. The device was in clinical use at time of event, no adverse event was reported.